Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; value was not provided. Suspected cause was due to customer delivering a second bolus without checking if the initial bolus had been delivered, resulting in too much insulin on board (iob). Customer received assistance from husband and was provided with carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.